Event description:
The device was in service for a functional test when the technician discovered that the devices output is approx 25% of the selected energy.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service identified that the device would deliver approx 25% of the selected energy. The cause of the low energy delivery is due to a failure of a transformer to deliver proper output voltage to the energy delivery circuitry. Due to damage to the board during the investigation, the board assembly was replaced. Upon replacement of the assembly, the device passed all release testing and returned to the loaner pool.